Event description:
It was reported that the 9800 sys had poor image quality with dark images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor, video controller, and display adaptor boards were replaced during the service call. The sys was tested and found to be working as intended and put back into svc.